Manufacturer narrative:
Correction: the manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the bd¿discardit ii syringe is breaking when the plunger is pulled back during use.¿ no reports of serious injury or medical intervention noted.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. No returned samples/photographs are made available for investigation. A sample check was performed on retention samples of the reported lot and found no defects. A device history record was reviewed and found no objective evidence of this incident. The team reviewed assembly and packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. Also, the machines have online facility to check crack barrel as challenge test conducted in every shift. Six samples prepared by intentionally generating crack on barrel and were put on marking and assembly machine to check integrity of crack detection system. All six samples got rejected on the machine. There is chance of a damaged product during transportation and storage as well as after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress/pressure on barrel and resulting in crack on syringe. Based on severity and occurrence, it was determined that no corrective action is required. The team will monitor the defect and if found during process, actions will be taken appropriately. Due to non-availability of actual defective sample, further investigation could not be initiated. The exact root cause is not identified.